Manufacturer narrative:
Correction: initial date: 1/17/2018.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple unspecified cartridge alarms. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to troubleshoot with the customer, however no response was received.